Manufacturer narrative:
The explanted valve has been returned for evaluation. Device evaluation anticipated but not yet begun. A supplemental report will be submitted once the evaluation has been completed. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Product eval: customer report of calcification was confirmed. As received, all 3 leaflets had cut out sections. X-ray demonstrated moderate calcification on the remainder of leaflets 2 and 3. Moderate host tissue overgrowth was observed encroaching onto the surface of the remaining leaflets on both aspects and on the outflow stent circumference. It was learned through implant patient registry and investigation that a patient with a 25mm 11500a aortic valve was explanted after an implant duration of 1 year, 10 months due to extensive calcification, moderate pannus, with severe regurgitation.

Manufacturer narrative:
Per the product evaluation summary, customer report of calcification was confirmed. Report of regurgitation was unable to be confirmed due to valve condition as received. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve... Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including coronary artery disease (cad), and diabetes mellitus (dm). Pannus: pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors. Product evaluation summary: customer report of calcification was confirmed. Report of regurgitation was unable to be confirmed due to valve condition as received. As received, leaflet 1 had a cut approximately 5mm long along the cusp area. Leaflets 2 and 3 had cut out sections and cut out leaflet fragments were not returned. Edges of cuts were straight and even. X-ray demonstrated the metal band and wireform of the valve were deformed into an ovular shape. The cocr alloy band was also broken apart. X-ray also demonstrated moderate calcification on the remainder of leaflets 2 and 3. Moderate host tissue overgrowth was observed encroaching onto the surface of the remaining leaflets on both aspects and on the outflow stent circumference. Sewing ring was cut off around the valve and exposed the metal band and wireform. Sutures remained attached to the remaining sewing ring and on leaflet 1. Wireform was also exposed on commissure 2.

Event description:
It was learned through implant patient registry and investigation that a patient with a 25mm 11500a aortic valve was explanted after an implant duration of 1 year, 10 months due to calcification and severe aortic regurgitation. The explanted valve was replaced with a 23mm 8300ab valve. Per medical records, the patient presented with severe biventricular failure. Pre-op tee/echo showed severe mitral stenosis, mg 19mmhg, severely restricted motion of posterior leaflet, ef 55-60%. The patient underwent planned redo mvr, CABG x1, and ECMO. Intraoperatively there was extensive adhesion, and heavy calcium buildup in the mitral annulus/lvot. The 27mm 11400m was removed (2025-20949-02), and after extensive debridement replaced with a 29mm 11400m which was implanted with sutures and secured with cor-knots. The 25mm 1500a (2025-20949-01) intraoperatively was found with severe regurgitation and 2 puncture holes in lcc and rcc. Surgeon initially thought to repair it but, felt this would not be durable long-term. The av was removed and replaced with a 23mm 8300ab valve which was implanted with 4 sutures and secured with cor-knots. The patient had coagulopathy as anticipated and was transitioned to va-ECMO and transferred to the ICU with chest open for continued management. Hospital pathology report: aortic bioprosthetic valve replacement with fibroconnective and biologic tissue with extensive calcific degeneration. Mitral bioprosthetic valve replacement with fibroconnective and biologic tissue with extensive calcific degeneration. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: g3, g6, h2, h6: (type of investigation, investigation findings, investigation conclusions). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. A device history record (DHR) review was performed, and no relevant non-conformances were identified. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including coronary artery disease, diabetes mellitus dm-ii, esrd/hd.